Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 124 to 167 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer received test result of 399 mg/dl on (B)(6) 2015 at 10:01pm. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 387 mg/dl and 340 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is week of (B)(6) 2015. Recall test results performed non-fasting from meter memory (meter date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 124 to 167 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Customer received test result of 399 mg/dl on (B)(6) 2015 at 10:01pm. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 387 mg/dl and 340 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 07/31/2017 and open vial date is week of (B)(6) 2015. Recall test results performed non-fasting from meter memory (meter date/ time not set): 191mg/dl (B)(6) 2015 03:47pm; 176mg/dl (B)(6) 2015 03:54pm; 282mg/dl (B)(6) 2015 11:34am; 171mg/dl na 09:09pm; 304mg/dl na 11:33am. Adverse event not reported.